Event description:
A female with history of bypass surgery in 2000 who recently complained to physician of tenderness right between her breasts. Chest x-ray suggests broken sternal wire. Referred to surgeon who took her to surgery in 2009. Wires were cut, and moved at the spot. Tolerated surgery well. Discharged same day to home in stable condition.